Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that insulin was leaking and noticed fluid in the reservoir compartment when the reservoir was removed it. The customer's blood glucose was 400mg/dl. No further information was provided.